Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported by the patient had stated that they wanted a substitute option for the discontinued items 4a2044 and 4a2045. They stated that their husband had tried the unisex options, but these had caused infections and had not worked. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.